Event description:
In 2009: customer reports a male having a retrograde cystogram when fluoro failed. Physician was able to complete procedure. No reported injury.

Manufacturer narrative:
Field service engineer could not confirm nor repeat the problem on system. Fse evaluated and verified correct operation utilizing the sedecal generator with integrated console service manual 710953. System returned to full service by the customer.